Manufacturer narrative:
The device was not explanted. The reported swelling had resolved and the patient had recovered. The manufacturing record for this device was reviewed and no nonconformities were found. Device was not explanted.

Event description:
It was reported to nevro that a patient experienced swelling over the ipg site following the implant procedure. The physician stated that there was no infection and no antibiotics were given to the patient. The swelling was drained and the patient has recovered without sequelae.